Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump alarmed no delivery during a bolus attempt. The customer's blood glucose was 220 mg/dl. The customer stated that there were a lot of breaks. He stated he had 4.8 units of active insulin time based on the status screen. He was advised to disconnect at the quick release and was assisted with performing a 5.0 unit fixed prime. The customer stated that insulin did not exit. He was advised to remove the reservoir from the insulin pump, disconnect and reconnect the reservoir and infusion set at the tubing connector, then push insulin slowly through the tubing using the plunger. He reported that insulin exited with the plunger push. He was then advised to rewind the insulin pump, reinsert the reservoir and run a manual prime of at least 5.0 units. He stated that insulin exited with a manual prime and was advised that the device worked as designed. He was advised that the alarm had been caused by an infusion set/reservoir occlusion.